Event description:
The lay patient contacted lifescan alleging that her one touch ultra meter was reading in the incorrect units of measurement. The pt has had diabetes for 65 years and takes a daily set dose of insulin: humulin insulin 25 units and humalog insulin 4 units in the am. She noticed a decimal point in the reported meter readings for about one week and didn't know what it was. She obtained results such as 6.1 and 7.1 mmol/l (converts to 110 and 128 mg/dl) on the meter during this time. She continued to take her usual daily insulin dosage. On the day of the event, she took her am insulin as usual, after obtaining an am result of "about 7.1". She said she thought her blood glucose was actually around 187 mg/dl. She told the mas she didn't know why she interpreted the meter reading to be 187 mg/dl. She did not eat as much as usual for breakfast before going to her family member's home for thanksgiving. At 12:30 pm, while at her family member's home, she felt weak, confused, and had difficulty seeing. She ate two mint candles and passed out. Her family member called emt. A result of 51 mg/dl was obtained on the emt's meter. She was treated with IV glucose before the emt's left. The patient said she refused to go to the hospital and felt ok after receiving glucose. The emt tech discovered the reported meter was set to mmol/l instead of mg/dl and reset the meter units of measurement. The customer service agent (csa) verified that the meter had been set to the mmol/l at the time of concern. The patient said she did not recall changing the units of measurement in the meter settings. The meter was replaced. The product did not contribute to an adverse event, as the patient took her usual fixed daily dose of insulin and experienced hypoglycemia due to eating less than usual after taking insulin.